Manufacturer narrative:
The revision reported was likely the result of either incomplete seating of the liner during implantation or forceful contact between the liner and glenoid bone (scapular notching) which led to the humeral liner disassociating from the humeral adapter tray.

Manufacturer narrative:
Pending evaluation.

Event description:
Dr. (B)(6) revised this patients reverse shoulder due to the humeral liner disassociated from the humeral tray.